Event description:
The patient contacted lifescan alleging that the meter does not power on. No information on how long the meter did not power on. The patient felt anguished, nauseous and tired while testing. The patient took oral medication after attempting to use the meter. The patient went to the hospital and the reading on the hospital device was over 350 mg/dl. The patient was treated with insulin. The battery was replaced less than a year ago. The battery was correctly installed and the meter does not power on by pressing the power button. The patient is using the correct vial of test strips. The issue was not resolved; therefore, customer services sent the patient a replacement meter. There is no evidence of a serious injury, since the patient experienced symptoms while testing and took their oral medication after attempting to use the meter.